Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level below 30 mg/dl. Reportedly, the customer was convulsing and lost consciousness. The customer reported that the low bg reminder did not annunciate, and that the reminder was set for 80 mg/dl. The customer sustained bruises to the body and may have broken a foot. The customer required the assistance of the paramedics for transport to the emergency room (ER). Glucose was administered intravenously (IV). The customer was released from the ER after a few hours with a bg level of 124 mg/dl and the customer was vomiting. Reportedly, the customer has manual injections available as alternate insulin therapy.